Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage & hyperglycemia on lot # 9176381. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles leaked during use. The following information was provided by the initial reporter: material no: 320109, batch no: 9176381. It was reported that the customer encountered medication leaks when he takes his injection, he also stated that his numbers have been coming in at 153 and he is not normally that high. Stated, he should have received 329515, auto shield duo consumer stated, he received the wrong pen needles. Stated, when he takes his injections, the medication leaks. Stated, his numbers have been coming in at 153 and he is not normally that high. Consumer appeared to be a little confused with what he is using, he mentioned different manufactures for different products, (meters, lancets, testing strips, etc..). Stated, he tried to take the wrong box back to pharmacy but they would not accept them. He mentioned his eyesight was poor, so he had difficulty providing product information. Stated, he should have received auto shield duo.